Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 8/28/2019 to 9/5/2019. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device was not working. It was further determined that the device failed pretest for check the function with electric pen drive-console, check compatibility between colibri/small battery drive and colibr ii/sbd ii and check the off/oscillation/on switch mode function. During service/repair, it was determined that the motor was damaged (working intermittently), the electronic control unit (ecu) wire contacts were corroded, and other components were worn. It was further determined that the issues were consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4). The manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 7/3/2013. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number unknown; (B)(4). The serial number was unknown. Therefore, device manufacture date is unknown the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that a rattling noise was coming from inside the small battery drive device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the procedure was successfully completed and there were no fragments generated as a result of this event. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.